Manufacturer narrative:
Investigation summary - investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l731157) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off distal threaded tip of the device was received lodged within radiolucent insertion handle frn (03.033.001). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Conclusion: the measuring result does show conformity. Document/specification review: the drawing is reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l731157) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.010.523, lot: l731157, manufacturing site: (B)(6), release to warehouse date: mar. 23, 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection at the sterile processing department (spd), a driving cap, radiolucent insertion handle, helical blade extractor and nail extractor were noted to have an unknown malfunction. The driving cap and the insertion handle where broke at the connection of the two and the helical blade extraction and the exaction nail were both stripped at the threads. There was no patient involvement. This complaint involves three (3) devices. This is report 1 of 3 for (B)(4).